Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using lab stock batteries. The unit was able to obtain readings and alarm visually and audibly under alarm alert conditions. Obtained readings were impeded by one missing led segment that did not light up. Internal inspection showed an open on the d1 led segment on the instrument board. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device has segment lines on the bottom display missing and not displaying. No patient impact or consequences were reported.